Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display, a nonfunctional contrast key and contamination under all key contacts. This report is made based on results of investigation completed on 11/20/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the display was found to be dim with a pink contrast. All keys except the contrast key were found to be working; contamination was found under all of the key contacts. The keypad cover was found to be torn between the ok and up keys. The bolus button cover was found to be torn but was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).